Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial lot/sw version: 2.0.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the delay was negligible. The camera started working within a few seconds of the issue being discovered. Screw placement was fine and accuracy was not affected.

Event description:
Additional informaiton was received. It was reported that the camera started working shortly after initial issues. There was no impact to the case outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, software version 2.1.0. H6) multiple annex a codes were applied to capture this event. A0709 captures the tracking issues and a0902 captures the views on screen that went blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were having intermittent issues tracking while in surgery. The site reported that all instruments and the patient reference frame would suddenly not be seen in the tracking window. Additionally, the views on screen would go blank. At times, they were able to wave their hand in front of the reference frame to re-gain tracking. During this time, they were still able to interact with the side panel options in the software. There was no known impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and did not capture any corefile, no database issues, no rabbitmq error, no segfault, no posted low p erformance and no graphics processing unit (gpu) crash observed on the date of issue. There were thousands of infrared interference error were observed that might have caused the reported behavior. Codes: b01, c19, d15 h2) please see section b5 for additional information and the additional codes section for additional annex f code - f1908 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a two minute surgical delay.